Event description:
It was reported to boston scientific during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct, the sphincterotome's orientation was not accurate. The procedure was completed with the use of another similar device. The patient is reported to be "fine".

Manufacturer narrative:
Other, orientation. These codes were selected by the manufacturer based on the information obtained from the user facility.